Event description:
(B)(4). Event occurred in the united states. The patient reported a faulty infusion site and blood glucose at the time of incident was 586 mg/dl. She treated herself for high blood glucose with a manual injection. The quick release was in the locked position and it just fell off. She attempted to unlock it and re-attach it, but it was not locking at all. The location of detachment was at quick release and the infusion set leaked. It was not connecting and popped right off. The detachment occurred at quick release. No further information available.